Manufacturer narrative:
The cell-dyn sapphire internal barcode reader was replaced and the issue was resolved. Information received from the customer confirmed that only the barcode reader was available for evaluation. No barcode labels were available for evaluation. Based on the investigation and available information, no product deficiency was identified with the cell-dyn sapphire instrument in relation to the reported event. The returned barcode reader was tested in-house and confirmed to be functioning within specifications. A dirty barcode reader can cause barcode labels misread because occasional dust or debris can blind the sensor. The barcode labels were not available for evaluation; therefore, it could not be determined whether the barcode labels may have contributed to the reported event.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that the internal barcode reader on the cell-dyn sapphire analyzer sometimes incorrectly reads barcodes. The barcode reader read 51 instead of 29 for a patient sample. The customer did not report results for any patients with incorrect barcodes. No impact to patient management was reported.